Event description:
Philips received a complaint by the customer on the v60 indicating that there was a touchscreen failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the touchscreen failure. The customer then requested the purchased option codes as well. The rse provided the customer with the purchased option codes and confirmed the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.